Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The company representative (rep) reported a persistent thermometer icon. The patient was continually seeing the recharger temperature screen. The rep wanted recharging longevity performed. The rep only had setting at 6v, using stimulation 24/7. It was taking a long time to charge the implantable neurostimulator (ins). During the report the patient was conferenced onto the line. A burning sensation at the pocket site was reported. The patient reported that when charging she feels hot burning fire, feels like a match has been lit up at the ins pocket site. This occurs every time the patient charges. This was noted to be a sudden change. The patient was charging with staples on, further reported that the staples have been removed. The patient has been charging three hours today and was getting 4-6 coupling bars. The patient was sitting up, not leaning against any pillows or blocking airflow on the recharger; she w as still seeing the temperature screen. The ins battery was flashing at 75-90%. It was further reported that the patient initially was charging leaning against a chair with pillow top and saw the recharger temperature screen. The rep confirmed a week later that a new recharger was sent to the patient. The indication for use included non-malignant pain and post lumbar laminectomy syndrome. If additional information is received, a follow up report will be sent.